Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery, there was a posterior capsular tear at the ten o'clock position, in the left eye. According to the surgeon, the tear occurred in a area that he had not yet touched. Additionally, there were no issues when the eye was docked, and there was no patient movement. All cuts were completed and no unplanned intervention was performed. The surgeon did not specify at which phase of the surgery the event occurred. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. There is insufficient evidence contained within the reported information that indicates that the design or performance of the system had any effect on the integrity of the capsule. With the information provided by the reporter, the root cause of this event cannot be determined conclusively. (B)(4).